Manufacturer narrative:
Additional information was received that the patient discontinued using his stimulator and is no longer feeling warmth at the pocket site. The physician will not explant the patient. No further action will be taken.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure due to the patient was no longer using the device. Additional suspect medical device components involved in the event: model #: sc-2208-50 serial #: (B)(4), description: st linear lead 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was experiencing warmth at the pocket site. The patient will be given lidocaine patches for the discomfort.

Event description:
A report was received that the patient was experiencing warmth at the pocket site. The patient will be given lidocaine patches for the discomfort.

Event description:
A report was received that the patient was experiencing warmth at the pocket site. The patient will be given lidocaine patches for the discomfort.